Event description:
Pt originally had hardware plate for an ankle fracture. During his post operative course, the hardware plate broke and the patient had to have another surgery for hardware removal five months after it was implanted..